Event description:
This is a report of peritonitis in a patient coincident with peritoneal dialysis (pd). Action taken with dianeal therapy was not reported. On an unreported date, the patient had fibrin. The patient was not hospitalized for the event. The cause of peritonitis was unknown. The sample was taken for analysis before starting the antibiotics. On an unreported date, the patient was started treatment with vancomycin 1gm (frequency and route not reported) for peritonitis. The outcome of this event was not reported.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The patient recovered from this peritonitis event.